Event description:
Md was suturing patient and while clamping the needle he noticed that the end of the needle had broken off. He stated that when he reclamped the needle an additional piece broke off again. All of the pieces of the needle were captured on the magnet and accounted for. Md also stated that this has happened before-using the same material. All sutures, chromic gut were removed from the supply room containing the same lot #.